Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel could not be identified and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿·inspection of the instrument channel¿ the event can be reduced or prevented by following the instructions for use which state: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported, the connecting tube had a wrinkle. Plastic distal end cover was worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced air/water issues during reprocessing. The unspecified diagnostic procedure was completed using another device. The patient was not under sedation and there was no report of patient harm associated with this event. During incoming inspection, it was determined the channel tube was clogged with a white blocky substance. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The water supply of the nozzle was check during the pre-use inspection. During inspection there was no abnormalities found prior to the blockage. The nozzle was not clogged during the procedure. The user facility uses an automated endoscope reprocessors (aer) made by olympus for cleaning and disinfecting devices. It is unknown when the last time the nozzle was changed.